Event description:
It was reported that while attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) device using the programmer and wand, the device was unable to interrogate. It was reported that two different programmers were used and still unsuccessful. Additional troubleshooting measures were taken to determine if the programmer and wand were resulting in the reported interrogation issues. The programmer and wand were able to successfully interrogate another device and therefore, ruled out as contributing to the interrogation difficulty. Subsequently, a magnet was placed over the device to determine if beeping tones could be heard, but even with the use of a stethoscope, beeping tones were not audible. It was reported that the patient has not been routinely following up with their cardiologist. Ultimately, the patient has been referred to an electrophysiologist for device replacement. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that while attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) device using the programmer and wand, the device was unable to interrogate. It was reported that two different programmers were used and still unsuccessful. Additional troubleshooting measures were taken to determine if the programmer and wand were resulting in the reported interrogation issues. The programmer and wand were able to successfully interrogate another device and therefore, ruled out as contributing to the interrogation difficulty. Subsequently, a magnet was placed over the device to determine if beeping tones could be heard, but even with the use of a stethoscope, beeping tones were not audible. It was reported that the patient has not been routinely following up with their cardiologist. Ultimately, the patient has been referred to an electrophysiologist for device replacement. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that this device has been explanted and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device has been explanted and returned to boston scientific for analysis. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that while attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) device using the programmer and wand, the device was unable to interrogate. It was reported that two different programmers were used and still unsuccessful. Additional troubleshooting measures were taken to determine if the programmer and wand were resulting in the reported interrogation issues. The programmer and wand were able to successfully interrogate another device and therefore, ruled out as contributing to the interrogation difficulty. Subsequently, a magnet was placed over the device to determine if beeping tones could be heard, but even with the use of a stethoscope, beeping tones were not audible. It was reported that the patient has not been routinely following up with their cardiologist. Ultimately, the patient has been referred to an electrophysiologist for device replacement. At this time, the device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device has been explanted and returned to boston scientific for analysis. No adverse patient effects were reported.